Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed critical pump error. The customer's blood glucose level was 9 mmol/l at the time of the incident. The customer states pump has critical pump error with open book image. The insulin pump has not been dropped or bumped however, previously the customer reported damage to the keyboard. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm and was unable to download due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor, motor, and the keypad assembly during visual inspection. Insulin pump was received with scratched case, serial number label peeling, end cap address label faded, missing display window cover, keypad overlay peeling, pillowing keypad overlay, and minor scratched lcd window.